Event description:
Tech found head hi-lo will not stay up.

Manufacturer narrative:
Tech replaced head hi-lo down valve and emergency trend valve to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.